Event description:
Reportedly, pt was using a nmi disposable; non-heated "j" circuit. During transfer from the hosp to an ambulance, the unit was unplugged from ac and operating on internal battery to the ambulance. Once inside the vehicle the unit was plugged back into ac and the o2 blender was unhooked from the external tanks and plugged into the ambulance's o2 flow meter (glass tube with ball bearing indicator). The unit was detached from the cart and put into the ambulance: at this time, it stopped cycling (delivering breaths). The rt removed the pt from the unit immediately and started bagging her. The unit was shut off and a test lung was attached to the circuit. When the unit was powered back on; the unit gave a "system error" message. The unit was shut off and turned back on again; but a "motor fault" error was given this time. The pt was bagged the entire ambulance ride. Please note there was no death or serious injury in this incident.